Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2017 with the following findings: review of the black box data revealed several records of unexplained power on reset events. The returned battery cap was intact and able to fit securely to the pump for investigation. The pump powered on and successfully completed ez-prime steps. The pump was exercised for 24 hours without any interruption of power. Investigation did not duplicate the alleged power complaint. There was no damage, defect o contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation and the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.